Event description:
A "signal loss alarm" issue was reported with the abbott diabetes care (adc) with an iphone 11 pro with an ios operating system version ios 17.7. The customer reported that their app had a "signal loss" with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer reported symptoms of sweating, lack of mobility, and extreme tiredness. The customer was treated with glucagon and juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the initial report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss alarm" issue was reported with the abbott diabetes care (adc) with an iphone 11 pro with an ios operating system version ios 17.7. The customer reported that their app had a "signal loss" with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer reported symptoms of sweating, lack of mobility, and extreme tiredness. The customer was treated with glucagon and juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. The customer reported signal loss. The reported issue was investigated and attempted to be replicated. Per the abbott diabetes care compatibility guide, the reported configuration of ios 17.7 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. The issue was not confirmed. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is not applicable. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.